Manufacturer narrative:
MDR-3009897021-2021-00042 submitted on 26-feb-2021 noted the following: b2 outcomes attributed to adverse event: death and required intervention to prevent permanent impairment/damage were checked correction: b2 outcomes attributed to adverse event: only required intervention to prevent permanent impairment/damage should have been checked. Section h3: other (code unspecified, describe in h10): the device was not returned to kci after multiple attempts. Based on the correction and the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. The physician resumed v.a.c.® therapy after the alleged event. The physician noted caregiver non-compliance with patient's positioning and, subsequently, discontinued v.a.c.® therapy due to the patient no longer having a caregiver. The device passed quality control checks prior to patient placement. Kci made multiple unsuccessful attempts to retrieve the device; therefore, a device evaluation could not be performed.

Event description:
On 21-sep-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2020, the device was placed with the patient. Several unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed and the event logs could not be reviewed.

Manufacturer narrative:
Based on the information provided, kci could not determine that the alleged infection is related to the activ.a.c.¿ therapy system. The physician noted "the machine was on for over a day with [out] removal of the sponge. The physician resumed v.a.c.® therapy after the alleged event. The physician noted caregiver non-compliance with patient's positioning. Subsequently, v.a.c.® therapy was discontinued due to the patient no longer having a caregiver. An evaluation of the device is currently pending completion. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever. Your wound is sore, red or swollen. Your skin itches or you have a rash or redness around the wound. The area around the wound feels very warm. You have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2021, kci reviewed clinical records received from the provider that noted the following: (B)(6) 2021, the physician noted there was reportedly a v.a.c.® therapy leak issue over the week. "The machine was on for over a day with [out] removal of the sponge. The patient about the severe cellulitis. [Patient] was started on a combination" of antibiotics. The has been some improvement. V.a.c.® therapy was placed on a temporary hold and an alternate dressing was placed. The physician noted that v.a.c.® therapy would be discontinued if more leaks or issues with the caregivers are encountered. On (B)(6) 2021, kci received clinical records from the provider that noted the following: on (B)(6) 2021, the physician noted that the patient's wound continues to show improvement. V.a.c.® therapy was restarted (date unknown), but discontinued approximately two to three weeks ago as the patient no longer had a caregiver. No further information available. A device evaluation for the activ.a.c.¿ therapy system is currently pending completion.